Event description:
It was reported that the rotawire took a short-cut and vessel rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid-proximal left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the ivus catheter was unable to cross and the rotawire was replaced. Subsequently, the rotablator was delivered under dynaglide mode. However, the rotablator jumped in and under fluoroscopy, the rotawire appeared to be taking short-cut due to vascular tortuosity of the proximal lad; a vessel rupture was also confirmed. Consequently, a non-bsc balloon catheter was used, and stents were implanted to stop the bleeding while the lesion was treated using plain old balloon angioplasty (poba). Rotablation was then performed five times in total. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Updates to b5 event description.

Event description:
It was reported that the rotawire took a short-cut and vessel rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid-proximal left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the ivus catheter was unable to cross and the rotawire was replaced. Subsequently, the rotablator was delivered under dynaglide mode. However, the rotablator jumped in and under fluoroscopy, the rotawire appeared to be taking short-cut due to vascular tortuosity of the proximal lad; a vessel rupture was also confirmed. Consequently, a non-bsc balloon catheter was used and stents were implanted to stop the bleeding while the lesion was treated using plain old balloon angioplasty (poba). Rotablation was then performed five times in total. The procedure was completed, and no patient complications were reported. It was further reported that there are no complaints of unusual resistance during rota extraction.